Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock between his device. External equipment were exchanged. Per issue no programming adjustments were made. However, the problem was not resolved. Advanced bionics is in the process of gathering more info.